Event description:
Dexcom g6 sensor began reading glucose of 50 when glucose by fingerstick was 170. Then sensor failed after only 2 weeks of use. Patient is not eligible for a refill for 3 months. I have had this reported multiple times in the last year.